Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced rapid blood glucose decline despite a prior dinner announcement, with values falling to a nadir of 58 mg/dl and remaining below range for about 30 minutes; the caregiver administered oral carbohydrates including a juice box and glucose tablets, after which levels rose. Symptoms included critical low glucose without reported loss of consciousness or other acute sequelae. Outcomes included temporary interruption of normal activities and need for caregiver assistance without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed hypoglycemia with an unclear cause and no device malfunction identified based on available information. It was concluded that the event was user-managed hypoglycemia with cause undetermined and no corrective action to the device indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.